Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the clinic noise and high, out of range pacing/hv lead impedance were observed. Device and lead were explanted and replaced. Patient was stable after the event.